Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.